Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device evaluation in progress.

Event description:
Patient sent back her back up pump. On follow up patient reported the pump was not working. Patient alleges pump is not delivering accurately: no details were provided. No adverse event reported. Device has been returned; no replacement was sent.